Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. The product investigation could not identify a root cause. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) had a haptic break after insertion. The patient experienced a vitrectomy. The product was removed and a backup lens was used to complete the procedure. Additional information was requested and received.

Manufacturer narrative:
The lens was returned. The lens case, opened iol pouch and opened associated cartridge pouch were also returned inside the carton. Solution was dried on the lens. One haptic is removed from the haptic insertion area of the optic. The haptic has a bulbous area on one end which indicated a weld was performed during the assembly process in manufacturing. The removed haptic was returned, bent in the gusset area and broken in the distal area. The broken distal haptic area was returned. The iol and the cartridge product history records were reviewed and the documentation indicated the product met release criteria. A qualified handpiece was indicated. A non-qualified viscoelastic was used. The reported haptic damage was observed. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. Information in the file indicated that the procedure was completed with a new iol (same model and 23.0d). Issues were resolved. The manufacturer internal reference number is: (B)(4).